Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 400 mg/dl. Customer current blood glucose level was 375 mg/dl. Customer reported that blood glucose was going down after giving a bolus. Customer declined troubleshooting for high blood glucose as they feeling alright. It was unknown that auto mode feature was active or not at the time of event. No further patient complications were reported. The customer will continue to use the device.